Event description:
It was reported that after replacing a dexcom g7 continuous glucose monitor (cgm) sensor, glucose readings were visible in the dexcom app but not on the ilet, and repeated attempts to pair the sensor with the ilet were unsuccessful despite initial troubleshooting, consistent with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and involvement of the electrical and magnetic system, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.